Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they went through the test (trial) week, however now with the permanent ins they still had burning and throbbing. Pt said that they had nerve damage from botched back surgery which showed up in their ankle and the two biggest symptoms besides pain was burning and throbbing. Pt said that trading the burning and throbbing for a buzz in their leg was a fair exchange. Pt was using group a with programs 1-4; pt noted that group a worked pretty good for them. Agent reviewed how to make therapy adjustments with the pt. Pt increased the stimulation intensity in program 1 from 2.1 to almost 3, however they weren't feeling anything. Pt was able to feel stimulation at 2.6. Pt will continue to make therapy adjustments on their own with existing programming. Agent redirected pt to healthcare provider (hcp) if making therapy adjustments on their own wasn't resolving the issue. (B)(6) 2023: additional information was received from the patient. They reported that they "got with someone" and he turned their stimulation up a notch on group a and that took care of the problem they were reporting. Pt stated they are feeling much better. Pt mentioned that they get "zapped" every now and then if they turn over in bed or twists the trunk area - pt stated it is not painful but it "gets their attention." Patient called back and noted that they went to charge the implant yesterday because it was showing a red line in the battery icon, and they were able to get it charged up to 100%. Patient noted that when they woke up this morning they had burning pain in their ankle commenting they haven't had that bad of pain in a long time. Patient stated they checked the controller which showed stimulation is off, and they weren't sure what to do. Agent walked patient through turning stimulation on. Patient increased intensity to what was documented previously in this call and noted they were feeling it now. Agent reviewed information regarding implant battery level with patient and that everything appeared to be working as intended. Patient added they used the recharging belt yesterday and was able to get from good recharge quality to excellent, so everything seems to be working well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they were working under a car and reached up to ply off a rubber exhaust mount and must have twisted the wrong way and the whole imkplant must have gone off and patient indicated they got zapped.